Event description:
It was reported that during central processing, the force bipolar instrument grips were not opening. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The instrument was driven on an in-house system and passed the recognition and engagement tests. The instrument grip tips were unable to open and stuck in the close position. Failure analysis found the secondary failure of severely bent grip tip to be related to the customer reported complaint. The instrument was found to have a severely bent grip at the base of the grip where it meets the distal pin. As a result, the opening action of the grips was affected. The instrument was found to have mechanical indentations/burrs at the grip tips.